Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer experienced an error on the right master tool manipulator (mtm). The customer attempted multiple times to reboot the system, however, the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) also attempted to troubleshoot but the same error occurred. At that time, the customer decided to disconnect one of the surgeon side console's (ssc) and work with only one ssc. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the mtm to resolve the issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis reproduced the reported failure during since cycle.